Event description:
Intermittent undersensing noted on atrial channel. Atrial sensitivity programmed 0.25 mv." Lead manufactured by boston scientific. Case: (B)(4)./ sr (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).